Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. The low reservoir reminder alarm was set. Installed a water filled test reservoir and primed the device. Verified the test reservoir had 67 units left at the reservoir and on the display. Several boluses were programmed and delivered. The low reservoir alarm activated properly. Device primed properly and no unexpected, low reservoir reminder anomaly, insulin flow blocked alarm, or prime/fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were experiencing high blood glucose. Blood glucose level was 24 mmol/l. Customer stated they had low reservoir. Customer stated rewind insulin pump and insulin still in it. Customer unable to do troubleshooting due to issues. Customer performed self-test, displacement test and 5 unit fixed prime test and all tests were passed. The insulin pump will not be returned for analysis.